Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting down. Additionally, it was reported that an unexpected reset occurred. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.